Event description:
The manufacturer received a voluntary medwatch (mw5102712) alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 has been updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5102712) alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing the black particles in humidifier and had headache. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
In intial report, the manufacturer reported incorrect information in section h1 mentioned as serious injury. After review, it was determined as malfunction. There was no patient harm or injury occured. Section h1 has been corrected in this report to reflect the correct information.